Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis, hyperglycemia and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
A patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of between 20 to 23 mmol/l (360 to 414 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. The patient stated that she could not lower the bg levels despite the boluses being administered using the pod, and decided to go to the emergency room (ER). The patient was admitted into the intensive care unit (ICU) with glucose levels of 46 mmol/l (828 mg/dl) and ketones of between 3 and 4. She was placed on an intravenous (IV) therapy of fluids and insulin (7u/h, 4u/h and 1u/h), bg levels were checked every hour on the first day, every 2 hours on the second day and the patient was released stable on the third day. The basal rates were lowered by the health care provider (hcp) on the patient's omnipod personal diabetes manager (pdm) between 10 am to 9 pm.